Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the physician noticed that the lead has strange bubbles and irregular shape of insulation. It also appeared to have some of the silicone covering the coils and the tip of the lead is curved and has a small hill at the end of the high voltage electrode. The lead was not implanted. A different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, the analysis comments noted that the silicone medical adhesive used to backfill specific sections of the lead is part of the standard operating manufacturing process. A small residual amount of silicone medical adhesive on the external coil is part of the standard operating manufacturing process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.